Manufacturer narrative:
Follow-up #1 date of submission 06/30/2015-product analysis:the device was returned and evaluated by product analysis on 06/15/2015 with the following findings:the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed rebooting events. A battery compartment crack was observed. The returned battery cap was undamaged and the contacts were within specification; the cap was able to secure properly to the pump. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. Unrelated to the complaint, investigation revealed the display screen was dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.